Manufacturer narrative:
The instrument was transferred to engineering for further investigation and the initial findings were confirmed. The instrument was confirmed to have a broken main tube holder. It was additionally observed that the chassis - 1 - was broken; the t-tab located on the bottom part of the chassis was broken. A piece of the chassis measuring approximately 6.38mm x 2.85mm was broken off and not returned with the instrument. As a result of the broken chassis t-tab and main tube holder, the main tube assembly was found to be dislodged from its normal position. It was confirmed that the inner tube was also bent and as a result, the inner tube/main tube could not be straightened. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a broken main tube holder, broken t-tab of the chassis and the bent inner tube is typically attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument, or excessive force applied during handling. The probable root cause of a dislodged main tube holder is attributed to the primary failure of broken main tube and t-tab of the chassis. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the shaft of the force feedback mega suturecut needle driver broke at the head of the instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument broke while being cleaned in the sterile processing department.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback mega suturecut needle driver was analyzed and the main tube holder was found to be broken. The broken regions measure approximately 1.53 mm x 1.36 mm and 1.09 mm x 1.44 mm in size. The fragments were not returned along with the instrument. Further investigation confirmed additional observations. Upon visual inspection, the main tube was found to be dislodged from its normal position. The instrument was found to have a bent inner tube. The bending damage is located at the proximal end of the inner tube. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.